Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. H1: corrected to malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support there was leaking around the cross clamp, so the aortic vent was turned up and vent placed. Impella would not flow above 1l/min despite volume and being an appropriate depth. The patient was successfully weaned from the impella and the device explanted.